Event description:
Boston scientific received information that the clinic was unable to distinguish threshold measurements in the atrium and the patient with this right atrial (ra) lead displayed increasing measurements. A fracture was suspected and the physician attempted to remove the lead during a device upgrade procedure. The pin was stretched from the header of the ra lead. During this procedure a new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.